Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial flutter ablation procedure, a blood leak occurred. After placing the sheath, prior to inserting catheters and a transseptal needle, blood began to leak from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.